Manufacturer narrative:
One tracheostomy was returned to evaluate cuff symmetry. Visual inspection of the device found it to be discolored with contamination inside and around the connector. The device underwent functional testing which included inserting a syringe into the inflation line. As a result, cuff symmetry did not exceed the ratio for 60:40 for tts, not confirming the reported customer complaint.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical bivona adult tts tracheostomy tube had "cuff asymmetry. Ratio of the two sides exceeds criteria". A tracheostomy tube change out was required. No adverse patient effects were reported.